Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled: "metastatic carcinoma as an unusual cause of knee pain after total knee arthroplasty". The purpose of this study was to investigate and determine the root cause of the reported pain following a total knee arthroplasty surgery. A depuy pfc sigma rotating platform total knee replacement was used. Cement was used although the study does not declare specifically what cement was used. The patient experienced myocardial infarction, atrial fibrillation, pulmonary embolism, and hypoxia post-operation. The study reports that the root cause of the pain was metastatic disease and the depuy products were not indicated to contribute to this pain at all.